Event description:
It was reported that post implant, pericardial effusion was observed. A pericardiocentesis was performed. The lead remains implanted and the patient condition was good after the event.